Event description:
It was reported that the ventilator had disc sense alarms and the turbine was not functioning. The ventilator was not connected to a pt when the reported problem occurred.

Manufacturer narrative:
This MDR is being filed beyond the 30 day reporting timeline.